Event description:
The pulsar-18 peripheral self-expandable stent system was selected for treatment of a mildly calcified lesion (90 percent stenosis degree) in the mildly tortuous proximal sfa. The lesion was pre-dilated with 2, 4 and 5 mm balloons and it was planned to implant 2 pulsar-18 stents. When releasing the first one, only 50mm of the stent could be released even using the secondary release mechanism. The device with the stent was slowly and successfully removed.

Manufacturer narrative:
The returned product was subjected to a detailed technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. The affected device was returned with the outer shaft being retracted by about 374 mm. The stent has been fully released and was not returned. However, the local staff confirmed that the stent has been intentionally released outside of the patients body after device withdrawal. The outer shaft is flared at its distal end and the distal stent stopper is deformed, indicating that the stent has been pulled in distal direction which was most likely induced during device withdrawal. In the as-returned state the handle was completely disassembled. Re-assembling of the handle revealed that all parts are present and undamaged. The handle is fully functional. The guidewire and the introducer sheath used in the intervention were not returned. Review of the production documentation verified that the device was manufactured according to specifications and fulfilled all the requirements of in-process and final inspection. Based on the conducted investigations of the device being subject to this complaint, no material or manufacturing related root cause could be identified.